Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
During ivc filter procedure, the legs of the filter were not opening after deployment, all legs were attached to each other, & some gluelike substance adhering to the legs were not allowing the legs to open up. The dr retrieved the filte, and used another new filter in the same case.

Manufacturer narrative:
After thoroughly reviewing the manufacturing and inspection records for this lot, we found no deviations or non-conformances. One sample was returned by the customer for evaluation, including the pusher wire, cartridge, filter, delivery catheter sheath, and dilator. Visual inspection of the returned components confirmed that the filter was lodged at the distal tip of the sheath. Upon removal, plastic fragments¿believed to originate from the ptfe inner lining¿were observed on the filter. Subsequent borescope examination of the sheath revealed tearing of the inner lining, likely caused by the advancement of the filter. The most probable root cause is delamination of the sheath¿s ptfe liner. The resulting fragments may have impeded full expansion of the filter legs. Based on these findings, the complaint is confirmed. A sustaining engineering project has been initiated to develop a robust lamination process to mitigate the delamination issue as far as possible. Additional information provided in d.9., h.3. H.6. And h.11.